Manufacturer narrative:
On an unknown date a reintervention procedure occurred whereby the patient was implanted with an iliac extender component into the right iliac artery. The patient tolerated this procedure. This information was not included in the previous report.

Event description:
Some time in 2011, a patient was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2014, it was reported the patient's aneurysm had enlarged and a type 1b endoleak was detected. A reintervention procedure is being considered by the physician but no procedure has been scheduled.

Manufacturer narrative:
Conclusion: the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.